Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a 5mm longitudinal tear to the balloon at the proximal markerband running distal to towards the tip of the device. Product analysis confirmed the reported event, as the device was found to have a longitudinal tear to the balloon.

Event description:
It was reported that balloon ruptured occurred. After a stent was deployed, a 3.75mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another non-compliant balloon. No patient complications were reported.

Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon ruptured occurred. After a stent was deployed, a 3.75mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another non-compliant balloon. No patient complications were reported.